Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant power tray assembly. The system was verified and ready for use. Intuitive surgical inc. (Isi) received the redundant power tray assembly for failure analysis investigation. The unit was analyzed and in remote fe, the error 86 was found indicating an out-of-range value was read from the ipd board. Upon visual inspection, no issues were found that would be related to the reported event. This core redundant power tray assembly was installed and tested on the final test is4000 system 1 where error 86 was triggered during idle process, replicating the reported event. Reviewing the repair history logs, this is the second time return for error 86, and the ipd cfg was replaced to address this error. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an operating room (or) staff called in to report non-recoverable fault and was waiting for one of their other vision side cart (vsc) to be available. An intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the staff to cycle system power after non-recoverable fault 86 returned and cycle the vsc circuit breaker (c/b) for over two minutes. However, error 86 returned on system power up. The staff hung up to check on the other vsc progress. At this time, it is unknown if the customer was continuing with the same system. The procedure was completing as planned with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the intuitive surgical, inc. (Isi) core. The system was verified and ready for use. Intuitive surgical inc. (Isi) received the intuitive surgical, inc. (Isi) core for failure analysis investigation. The unit was analyzed and upon visual inspection, no issues were found that would be related to the reported failure. The core was installed and tested into a golden pca system where the component functioned as expected. System started up failed with error on ipd. Aba testing with power tray text fixture, programing, and system started up without any error. Ran 50x power cycles with this part, all passed. The core remained on the test system for hours, in normal operation, it performed without any error. The probable root cause of error 86 is attributed to a failing redundant power tray in a system component. This error is a system advisory that indicates no functional issue with the system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were multiple calls for the same issue occurred on the same procedure.